Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the lcd was observed white and unable to viewed. The device's lcd was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported, a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the lcd was observed white and unable to viewed. The device's lcd was replaced to address the issue. The lcd was evaluated by the manufacturer's product investigation laboratory (pil) and found the lcd functioned as designed and operated without issue or error codes.